Event description:
It was reported that the physician is concerned that the programming system is not working correctly because he has had three patient's diagnostic tests show high impedance. It was reported that these patients are fine. No further details were provided. The other two patients are reported in MFR. Report # 1644487-2013-03820, and MFR. Report # 1644487-2013-03821.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.